Manufacturer narrative:
(B)(4). Date sent: 8/7/2020. D4: batch #u5ae73. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60g reload loaded in the device. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/9/2020. Photographic summary. One photo was received. Upon visual inspection of one photo, the following was observed: the photo shows a device from jaws area with a green reload loaded. The knife can be seen partially advance and the knife slot damaged. Based on the photo the event describes are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic low anterior resection of rectum, could not fire after the device was fired a little and could not open the jaw. Both the reverse button and the manual override lever would not work. Finally, the jaw was manually opened with a large amount of force. The surgeon also noted it was difficult to close the closure trigger. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.